Event description:
Our technician reported the following event: the device has been used during a trial and the surgeon and the sales rep observed that the patient received "little electrical shocks" during the surgery. No other consequences were reported.

Manufacturer narrative:
Additional information will be provided once investigation is completed.